Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump will falsely alarm no food or fail to alarm no food when there is air in the tubing. The initial reporter stated that there had been no adverse effect to the patient due to the complaint, but that they had no further information about this complaint. Complaint-(B)(4).